Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177958r, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was always complaining that the drug infusion system either "was working too well or not well at all" and that the patient had psych issues. Per the hcp the whole drug infusion system was replaced anyway (B)(6) 2016. The hcp noted he was not sure there was anything even wrong with the old system. Then the patient "dropped off the radar" and a couple of months later the patient was not responding to the hcp's attempts at contacting the patient. The doctor was worried the pump would be empty in about 1-2 weeks. It was later confirmed from the hcp that the "pump" was not replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (50 mg/ml at 5.5 mg/day) via an implanted pump. The pump's indications for use (ifus) were listed as non-malignant pain and complex regional pain syndrome type ii. The hcp stated that the patient had a magnetic resonance imaging (MRI) performed near (B)(6) 2015; the patient feared the MRI would "destroy the pump" and claimed to be having problems ever since. The hcp stated that the patient first said that she was getting too much medication then said she was having withdrawals; the hcp stated that clinically, the patient showed signs of neither. The hcp reported that the patient's anxiety was "through the roof" and the hcp felt that the patient's issues were more psychological. The hcp had checked the pump volumes and they appeared to be fine. The hcp discussed the possibility of granuloma but mostly ruled that out as the patient's condition didn't support it. The hcp had previously given the patient a single bolus that "did nothing" for her. The event date was noted as (B)(6) 2015. Follow-up was conducted for the reason for the MRI and whether or not it was due to a device or therapy issue, the results of the MRI, additional troubleshooting/diagnostics performed in relation to the anxiety and issues since the MRI, and actions/interventions taken to resolve the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The patient was receiving intrathecal (it) morphine 50 mg/ml concentration at 5-6 mg/day with a basal of 5 mg and then with the pa programming up to 6 mg/day. The patient said the hcp never told her about this risk of inflammatory mass (im) with higher concentrations. The 50mg/ml of it morphine was chosen because the patient did [not] want to come in as often for pump refills. The patient thought she had an im; maybe but maybe not. The hcp thought the patient was not the same after the patient claimed that the MRI destroyed her pump. It was confirmed that the MRI was for unrelated medical reasons. The patient felt weird and was a ¿very suggestible person so she wanted to make herself feel worse.¿ the patient had panic attacks, was at the emergency department (ed), but they kicked her out. The hcp replaced the patient¿s catheter in (B)(6) 2016. The hcp originally thought there may have been a catheter leak, but bottom line was that there was never a confirmation of it. Replacing the catheter calmed the patient down for a while (several months). There was no sign of im, and the tip/catheter was patent, but the hcp still replaced it any way. The patient also claimed to have experienced withdrawal even though there were ¿no symptoms.¿ the hcp saw the patient for the last time in (B)(6) 2016. The hcp did not know if the patient had any current issues. The hcp noted that the patient had probably gone on to a new doctor. The hcp noted that the patient was had recently gone through a divorce, was unhappy, had psych issues (but was not crazy), and this had been going on for a long time. The patient¿s pump had been a blessing up until the last year with the MRI allegations, divorce, and the patient¿s life spinning out of control. The hcp noted there had been no problems with the device and no device failures.